Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 44 events were reported for this quarter. Product return status 42 devices were received. 2 device investigation types have not yet been determined. Additional information 44 devices were not labeled for single-use. 44 devices were not reprocessed or reused.

Event description:
This report summarizes 44 malfunction events in which the device was reportedly leaking. - 39 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.

Event description:
This report summarizes 44 malfunction events in which the device was reportedly leaking. 39 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10: 44 previously reported events are included in this follow-up record. Product return status: 44 devices were received.